Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported couple of weeks ago she experienced non-function from all buttons. No adverse event alleged. Customer will not send in the pump, pump works fine now without problems.